Event description:
It was reported that the patient was scheduled for prophylactic vns generator replacement surgery. The patient underwent vns generator replacement surgery and the explanted product was received by the manufacturer. Generator product analysis was completed. The end of service message was verified in the product analysis, or pa, lab and found to be associated with pulse disablement due to the generator remaining programmed on post-explant. The last greater than 25% change in impedance was after doe and the impedance value changed from 2,356 o to 13,689 o. The combination of the high impedance and generator remaining programmed on post-explant results in a vboost compliance voltage exceeding maximum compliance voltage capability. This is not considered a device failure, but an expected event based on the device remaining on. The pulse disabled bit was reset and allowed for subsequent testing. The generator was at a near end of service, or neos, condition. The printed circuit board assembly, or pcba, was subjected to a postburn electrical test and failed several electrical tests. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. After removal of the observed contaminates, the postburn electrical tests results were as expected. The series resistor voltage showed an out of specification increased current consumption. The electrical performance of the generator during analysis was used to conclude that the observed contamination suggested probable electrical paths were established between the copper edges of the trimmed pcba edge and resulted in the out of specification increased current consumption. With the exception of the low battery voltage, the generator performed according to functional specifications. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. Although the device lifetime may be reduced, its functions are not affected by this issue and the delivery of therapy is unaffected until the device reaches end of service (eos). Similarly, the device¿s battery status indicators (i.e., ifi, neos, and eos) are also unaffected and will accurately reflect the device battery status. No additional relevant information has been received to date.